Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation. The device was attached to olympus usg-400/esg-400 generators and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is no tissue build up. The ptfe pad (teflon pad) was inspected and found it is separated exposing metal. There is evidence of charred marks on the teflon pad. Additionally, the exposed metal on the jaw cause a short circuit error when the jaw was closed due to the metal to metal contact when the seal or seal & cut button was activated. The distal end of the device was inspected under a microscope and found evidence of charred marks on the probe unit. The wiper movement, the consistency of movement of the handle and jaw, the handle load and the rotation of the knob torque are normal.

Manufacturer narrative:
The device was not returned to olympus. However, based on similar reported complaints the most probable cause of the reported event could be attributed to unintended operational error. The following details are found in the instruction manual as warning: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that during a therapeutic procedure, the device had been activated 3-4 times for a total of approximately ten seconds when the teflon pad became detached as the physician was attempting to divide and coagulate tissue in the patient¿s platysma muscle. Prior to the reported event, there was an audible error that sounded with poor jaw conductivity. It was reported that the distal third of the jaw had metal exposure. There were no device fragments that fell into the patient. There was a five-minute delay as another device from the same lot was used to complete the intended procedure. No patient injury was reported. Additionally, there was no unexpected bleeding to the patient. There was no longer stay or additional treatment to the patient required. There was no other equipment replaced during the procedure. The device, the associated equipment and connections were inspected before use and no anomalies were found.